Event description:
The product was used during a billroth ii procedure. Reportedly, the staples did not form properly. No pt injury was reported.

Manufacturer narrative:
6/24/1998-supplement #1 sent to FDA. Device not available for eval.